Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment of an aneurysm in the popliteal artery with a gore® viabahn® endoprosthesis (vsx device) and other non-gore medical devices. During a follow up examination on an unknown date, an angiogram showed aneurysmal growth in the popliteal artery. The physician suspected that an endoleak or stent fracture caused or contributed to the aneurysmal growth. On (B)(6) 2025, a vsx device was implanted to reline the previously implanted devices. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The imaging evaluation identified contrast outside of the implanted stents which suggested an endoleak and a 2nd gore® viabahn® endoprosthesis is relining the originally implanted stents. The endoleak seemed to be resolved with the additional stent relining the previously implanted stents. Additionally, it was noted the guidewire wire moved more distally, this is the exact location of the endoleak and the magnified movie image shows possible guidewire through the side of the stent. The imaging evaluation could not confirm the type of endoleak but could not rule out a type iii endoleak. The root cause of the reported endoleak would be related to the first procedure/device implant however there is no relevant information available regarding how or why the first procedure/device implant did not resolve the treated aneurysm growth. Therefore, the root cause of the primary reported device failure is unknown.